Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, air in line alarm. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. Changed the tubing and changed the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the sample were provided for evaluation. Upon visual inspection of the pictures, it was noted the set had bubbles inside. Based on the data from the investigation, the reported defect was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.